Manufacturer narrative:
Inspection of the instrument could not be completed as the driver was not returned, and the tip remains inside the patient. The sales representative confirmed that nothing was placed over the driver tip in the locking cap to contain it. There were no images returned to confirm the incent. Due to timing of the complaint, the sales representative could not be contacted for additional information. Supplemental information may be added should the part/more information be returned. The overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that extension attempt of previous 3-level construct (6 screws total). The first 4 locking caps were removed at ease with part number 6067.0055. The 5th locking cap posed an issue & ultimately, part number 6067.0055 sheared & broke off, leaving the tip of the shaft to be stuck within the locking cap & tulip. Moving on to the 6th locking cap, the surgeon attempted to use part number 6067.0050 to remove the final set screw. Once more, the tip of the shaft sheared, resulting in the tip being left within the locking cap & tulip. This was a creo threaded system.